Event description:
It was reported to philips that the device did not deliver the shock. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This case is found duplicate of (B)(4) as per investigator¿s confirmation. Thus please refer to emdr report (MFR report number: 3030677-2022-04739) for further details.